Manufacturer narrative:
Investigation of this complaint is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the tip of the inserter split during surgery, causing the lens haptic to come out from the side. The doctor was able to retract the lens before fully implanting it. The same lens was reloaded onto a different delivery device in order to complete the procedure. No incision enlargement or sutures were necessary.

Manufacturer narrative:
The delivery device was returned for evaluation. Microscopic inspection found that the side of the tip was split. The cause of the damage cannot be determined. Delivery testing with three retain inserters from the same lot was performed. The intraocular lenses were delivered as designed and the inserter tip did not split. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the current information, the exact root cause could not be identified.